Event description:
Physician attempted to use an inpact admiral drug coated balloon during a lower extremity arteriosclerosis occlusion surgery of a 14mm soft tissue lesion in the patients mid left popliteal artery. Little vessel tortuosity and little vessel calcification are reported. Lesion exhibited 80% stenosis. Artery diameter reported as 4mm. Embolic protection was not used. A syringe was used for balloon inflation. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The device did not pass through a previously deployed stent. No resistance was noted during advancement. It is reported that during balloon inflation a catheter leak occurred at 8atm. The contrast agent leaked from the proximal end of the operating rod of the product, and the product could not be used normally. There might be leakage on the balloon filling cavity. Issue occurred on first inflation. The device did not pass through a previously deployed stent. No resistance was noted during advancement of the device and no excessive force was used. The device was taken out, and the patient was checked and had no abnormality. Device safely removed from patient without intervention. No vessel damage was noted. A replacement device was used to successfully complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device returned with slight deformation to the distal tip consistent with use of the device and crystallised material within the balloon. The balloon folds were open. A tactile test detected flattening to the catheter 36.4-36.7cm, 57.8-58.3cm and 61.0-61.3cm proximal to the distal tip and flattening to the catheter 17.7-18.0cm, 20.0-26.1cm and 32.5-32.7 cm distal to the strain relief. A 0.035-inch guidewire was loaded via the distal tip with no resistance noted. Negative purge detected the presence of a leak on the device. The device was pressurised but could not maintain any pressure and a leak was observed from a cut on the catheter at 21.4-21.6cm distal to the strain relief. It was not possible to inflate the balloon and the device did not maintain pressure. Ruler calibration no. 5495. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.